Event description:
On (B) (6) 2008, the pt presented to the emergency room with chest pain and a ruptured ulceration of the thoracic aorta. He was hypertensive with a blood pressure of 250/110. There was no active extravasation of contrast on CT, although he had a left hemothorax. He was stabilized with no drop in hemoglobin. On (B) (6) 2008, the pt was treated with a gore tag thoracic endoprosthesis for a pseudoaneurysm in the descending thoracic aorta. There were no complications during the procedure, but shortly after returning to the intensive care unit, the pt had a sudden drop in blood pressure and went into cardiac arrest. Attempts at resuscitation were unsuccessful, and he expired. According to a nurse in the physician's office, the cause of death is unk.